Event description:
The customer reported an approximate 12% plasma discard rate due to increased red blood cells in the plasma product. Hemolysis was discovered in the returned sample during terumo bct's internal testing.there was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore, no patient information is reasonably known at the time of the event. This report is being filed due to hemolysis.

Manufacturer narrative:
(B)(4). One disposable set was received for evaluation. The set was visually inspected. No abnormalities were noted. Aggregation was noted on the leukoreduction filter. Samples were taken from the set and tested for hemolysis. Hemolysis was confirmed. Hemolysis testing was performed on the cationization and super-cationization membranes, with hemolysis found. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records were reviewed. The lot conformed to all specifications. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.